Event description:
Unomedical reference number (B)(4). Event occurred in the canada on (B)(6) 2024, it was reported by the patient had history of insulin flow blocked alarm and currently faced an issue with the infusion set occlusion with blocked insulin flow. The patient was requested to change the infusion set and reservoir. No further information available.